Manufacturer narrative:
Reports provided by the end-users family member claim as the end-user was upstairs on the second story of their home, they maneuvered their device too close to the stairwell entrance which allowed one of the wheels to drop off the edge of the upper step. This resulted in the device becoming unstable and falling approximately 15 steps to the bottom landing. Reports indicate the end-user was admitted to the hospital having received multiple broken bones, but the specifics and extent of injuries were not provided. The service provider reports the device remains fully operational in both seat functions and drive maneuverability, having sustained relatively minor damages as a result of the fall. Provider reports interviews with the end-user and family indicate this event was a judgement error by the end-user and no allegations or claims were made of a device malfunction or error having contributed to this event. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming end-user having inadvertently maneuvered their device over the top edge of a stairwell falling approximately 15 steps to the bottom. End-user reported to have suffered significant injuries requiring medical attention.